Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the continuous glucose monitor indicated the customer experienced elevated blood glucose (bg) level; however, no specific bg value was provided. Multiple attempts were made to follow up with the customer; however, no additional information was provided.